Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pneumatic tap area and guided them through loading a new cartridge onto the pump, which resolved the issue, allowing the customer to resume insulin successfully.